Event description:
It was reported to philips that the movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips remote service engineer (rse) inspected the system and confirmed that there was a geometry issue with the system. Review of the system log files showed geoipc communication errors and some files were being blocked by mcafee whitelist. Rse found the cause of the problem was the geo pc not booting up when the system first powered on. Rse rebooted the system, after rebooting system was normal. The same issue reoccurred again the biomed ordered the part and replaced it. After that issue was resolved. The codes were updated based on the investigation outcome.